Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1990 the patient underwent xr CT scan of lumbar spine without contrast due to history of right sided weakness. Impression: fairly large non contained right paramedian/posterolateral l4-5 disc herniation with extruded disc material extending just cephalad the disc space and impinging upon the right l4 nerve root as it enters the right l4-5 neural foramen. On (B)(6) 1992 the patient underwent CT scan of lumbosacral spine due to right posterior leg pain, numbness and weakness. Impression: multi-level degenerative disc disease in a congenitally small canal with: 1. A moderate-sized extruded right lateral herniation of the l4-5 disc with impingement on the right l4 nerve root, both within the right l4 lateral recess and the right l4-5 neuroforamen. 2. Moderate stenosis of the l4-5 central canal, right l4-5 lateral recess, and l5-s1 central canal secondary to central posterior bulges or contained herniations of the intervertebral discs superimposed on congenitally small canal. On (B)(6) 2001 the patient underwent xr MRI of lumbar spine with and without contrast. 1. Moderate to severe degenerative disc and facet changes throughout as described. The disc and facet degenerative changes are greatest at l4-5 where findings combine to cause moderate central canal stenosis, bilateral lateral recess stenosis right greater than left, and severe bilateral foraminal stenosis. 2. Combined degenerative changes causing mild central canal stenosis at l3-4. Multilevel moderate foraminal stenosis as described. 3. Posterior disc protrusion at the tll-12 level causing central canal stenosis and mild to moderate flattening of the conus medullaris on (B)(6) 2008 the patient underwent MRI of extremity lower joint lt without contrast. Impression: 1. Acute-to-subacute impaction fracture in the subchondral portion of the medial aspect of the medial femoral condyle. 2. Oblique tear in the posterior horn and body of the medial meniscus. 3. Small joint effusion. 4. Baker cyst. 5. Possible prepatellar bursitis. (B)(6) 2008 the patient underwent MRI of the lumbar spine with and without contrast. Impression: multilevel degenerative disc disease and facet joint arthropathy lead to multilevel central canal and neural foraminal narrowing. There is broad posterior disc bulge at the l2-3 level which leads to severe central canal narrowing and moderate-to-severe bilateral neural foraminal narrowing which is progressed compared to the prior examination. Remainder of the examination is not significantly changed. On (B)(6) 2009 the patient underwent limited MRI of lumbar spine due to foot drop and right leg progressive weakness with new onset of symptoms for the past 6-12 months. Conclusion: 1. Limited study as the patient could not complete the examination because of recumbency-induced pain. The patient will be rescheduled for completion of the study on the open upright scanner. 2. With regard to right-sided symptoms, there is severe right up-down foraminal stenosis at l4-5 due to disc bulge and osteophyte which markedly compress the right l4 ganglion. No recurrent right posterolateral disc herniation status post right l4-5 laminectomy. 3. Right foraminal and extra-foraminal l2-3 disc protrusion and osteophyte causing impingement on the right l2 ganglion and proximal nerve. 4. Severe l2-3 degenerative central and subarticular stenosis due to moderate bulging disc, thickened ligamentum flavum and developmentally small central spinal canal ap diameter. Also noted is mild central and moderate left subarticular stenosis at l3-4. 5. Mild subarticular ls-51 stenosis due to hypertrophic facet changes and degenerative annular bulging. No right-sided nerve root compression identified. On (B)(6) 2009 the patient underwent MRI of the lumbar spine with contrast due to spinal stenosis, foot drop with right leg progressive weakness. Conclusion: 1. Multilevel disc and facet joint degeneration especially advanced at l4-5 where there are moderate to marked right subarticular and right foraminal stenosis with traversing and exiting neural impingement. There is also at least moderate chronic left foraminal stenosis and left l4 ganglion compression. 2. Mild central and subarticular stenosis l3-4 and l2-3 due to bulging discs. At l2-3, a right foraminal and extra-foraminal disc protrusion underlies and likely contacts the undersurface of the exiting l2 ganglion and proximal l2 nerve. There is more prominent-appearing soft tissue in the lateral aspect of the right l2-3 intervertebral nerve root canal on sagittal images than can be appreciated on axial images, some of which is undoubtedly the exiting ganglion, but there may be a subtle larger foraminal disc herniation than is apparent by mr imaging. If there are any symptoms referable to the right l2 nerve root distribution, then limited CT imaging would be helpful for additional evaluation. (B)(6) 2009 the patient was admitted to the hospital due to spondylolisthesis. He complained of significant low back pain and right leg weakness since past few months. The patient presented with the following pre-operative diagnoses of 1. Severe lumbo/lumbosacral back pain, status post previous l4-5 decompression. 2. L4-5 spondylolisthesis with foraminal and subarticular recurrent/residual impi ngement/iatrogenic/degenerative. 3. Multilevel lumbar spinal stenosis l2-3, l3-4, l4-5 and ls-s1. 4. Failure of conservative measures. 5. Status post previous l4-5 decompression x2. The patient underwent the following procedures: 1. L2 laminectomy. 2. L3 laminectomy. 3. Revision l4 laminectomy. 4. L5 laminectomy. S. Left-sided formal transfacet/transforaminal lumbar decompression left l4-ls, decompressing the exiting left l4 nerve root, traversing left l5 nerve root. 6. Bilateral l2-3, bilateral l3-4, bilateral l4-5, bilateral l5-s1 medial facetectomy/subarticular decompression. 7. Bilateral l2-3, bilateral l3-4, bilateral l4-5 bilateral l5-s1 foraminotomies. 8. Right-sided l4-s facet fusion, right-sided l4-5 intertransverse process fusion with bone morphogenetic protein-2/infuse in addition to allograft supplementation bone and autogenous local decompressive bone. 9. Left-sided access l4-s transforaminal lumbar interbody fusion with a 10 x 26 mm capstone peek structural interbody device with bone morphogenic protein-2/infuse in addition to allograft supplementation bone. 10. L4-5 posterior spinal instrumentation and fusion with tsrh-3dx pedicle screw's instrumentation, l4-5. Per op notes, prior to the placement of the device, 12 ml of autogenous local de-compressive bone, allograft bone, and bmp-2/infuse was placed into the disk space proper for fusion purposes. A half-pledget of bmp-2/infuse with allograft supplementation bone was placed distally to the device itself, and then placed into the disk space proper with excellent cortical contact and preload. The screw distractor system was removed, and then attention was turned towards the completion portion of the procedure where a facet fusion was performed on the right at l4-5, after denuding the articular cartilage and placing bmp-2/infuse and allograft supplementation bone and autologous local decompressive bone into the facet joint for fusion purposes. The right l4-5 intertransverse process locations were also decorticated allograft and bmp-2/infuse mixed with allograft and autograft supplementation bone was placed into the posterolateral gutters for postolateral fusion purposes. To complete the construct, tsrh 3-d short connectors were affixed to the 3-dx upright posterior, and 40 mm connecting rods were utilized, 5.5 mm diameter, connecting the 4 posts together. Findings: severe spinal stenosis, central subarticular l2-3, l3-4, recurrent/residual l4-5, l5-s1. Spondylolisthesis l4-5 with severe left sided l4-5 foraminal stenosis. No patient complications were noted. On (B)(6) 2009 the patient underwent x-rays of lumbar spine ap and lateral only due to lumbar fusion decompression l4-5, spondylolisthesis. Findings: three intraoperative spot images were submitted. The three images showed laminectomy changes and hardware being placed for fusion to include pedicle screws. Degenerative changes in the lumbar spine were seen. On (B)(6) 2009 the patient was afebrile, neurologically intact, hemodynamically stable and was cleared by medicine to be discharged home. On (B)(6) 2009 the patient underwent x-rays of lumbosacral spine 2-3 views due to l4-5 fusion and revision decompression from l2 to s1. Findings: postoperative changes of l4-5 fusion with rod and pedicle screw fixation and interbody spacer. Hardware appeared intact. Mild to moderate degenerative disk changes elsewhere in the lumbar spine. Postoperative changes involving laminectomies from at least the level of l3 through the sacrum, possibly a portion of l2 involved. Normal alignment was maintained. On (B)(6) 2009 the patient underwent MRI of the lumbar spine with and without intravenous contrast due to bilateral back and leg pain with tingling, weakness, and numbness. Conclusion: multilevel lower thoracic and lumbar disc degeneration with interbody and right posterior spinal fusion at l4-5, evidence of early facet ankylosis at ls-51, decompression laminectomies from l3 to the sacrum, and specific findings as follows: 1. Severe central/bilateral subarticular recess stenosis at l2-3 with evidence of increased nerve root tension as indicated by redundancy of nerve roots within the more proximal dural sac. 2. Mild to moderate central canal stenosis at t11-12 with mild ventral cord impingement. 3. Moderately severe foraminal stenosis on the right at l2-3 with right l2 neural impingement. 4. Foraminal stenosis on the left, moderately severe at l3-4, and moderate at l2-3 with left l3 neural impingement. 5. Comparison with previous MRI dated (B)(6) 2009 shows that surgical changes at ls-51, l4-5, and l3-4 are new in the interval. Foraminal stenosis has progressed on the left and modic type I signal changes on the left at l3-4 are new. Degenerative changes have progressed at l2-3 and severe central and right foraminal stenosis are new. (B)(6) 2010 the patient presented with the following pre-op diagnoses: 1. Severe progressive spinal stenosis with lower extremity dysfunction. 2. Status post previous l2-3, l3-4, l4-5, l5-s1 decompression central subarticular and foraminal with a transforaminal lumbar interbody fusion l4-5 with an excellent postoperative result with unfortunate recurrent stenosis. 3. Radiographic evidence of severe central stenosis secondary to a recurrent disk herniation and up-down loss of disk space height at l2-3 with resultant neural redundancy and progressive lower extremity dysfunction, in addition to foraminal stenosis bilateral l2-3, bilateral l3-4, and subarticular impingement l5-s1. 4. Failure of conservative measures. 5. Radiographic evidence of a solid fusion l4-5 status post tlif at l4-5. The patient underwent the following procedures: 1. Left paramedian retroperitoneal approach to the lumbosacral spine. 2. L2-3 complete block discectomy with subsequent placement of a 14 mm height, 8-degree lordosis, large footprint peek perimeter structural interbody device with bmp-2/infuse and allograft cancellous supplementation bone placed centrally and anteriorly, 3. L5-s1 complete block discectomy with subsequent placement of a 16 mm height, 8-degree lordosis, large footprint peek perimeter structural interbody device with bmp-2/infuse placed centrally and allograft bone placed centrally, anteriorly, and laterally. 4. L5-s1 anterior spinal instrumentation and fusion with a 41 mm length, 4-hole titanium pyramid plate affixed with four 6.5 x 25 mm screws. 5. L3-4 complete block discectomy with subsequent placement of a 14 mm height, 8-degree lordosis, large footprint peek perimeter structural interbody device with bmp-2/infuse and allograft cancellous supplementation bone placed centrally, laterally, and anteriorly. Per op notes, at l2-3 level, prior to placement of the device, the bmp-2/infuse was allowed to attach to the type 2 collagen sponge on the back table. Bmp and allograft cancellous supplementation bone was placed into the central portion of the device, and the device itself was placed and recessed by 4 mm. Additional allograft bone was placed lateral to the device and anterior to the device. At l5-s1 level, in a similar fashion, allograft bone and bmp-2/infuse was placed within the central portion of the device, and the device itself was placed and recessed by 4 mm, additional allograft cancellous supplementation bone was placed lateral and anterior to the device. Lastly at l3-4 level, a 14 mm height, 8-degree lordosis, large footprint peek perimeter structural interbody device was placed and recessed by 4 mm. Additional cancellous allograft bone was placed lateral and anterior to the device. No patient complications were noted. The patient presented with the pre-op diagnoses of degenerative disease, l2-3, l3-4 and l5-s1 with foraminal stenosis at all 3 levels. The patient underwent the following procedures: anterior exposure for the discectomy and bony fusion l2-3, l3-4, and l5-s1 with placement of 4-hole pyramid plate at l5-s1. No patient complications were noted. The patient underwent x-rays of the lumbar spine. Findings: there has been interval placement of anterior plate and screws fixating l5-s1. Alignment appears unchanged. Previous posterior fixation at l4-l5 unchanged. Also the patient underwent revision decompression, bilateral l2-3, l3-4, l4-5, l5-s1 via revision bilateral hemilaminotomy, medial facetectomy, and subarticular decompressions with subsequent foraminal decompression l2-3, l3-4, l4-5, l5-s1;removal of deep instrumentation tsrh 3dx pedicle screw instrumentation, l4-5; posterior spinal instrumentation and fusion with tsrh 3dx pedicle screw instrumentation l2-3, l3-4, l4-5, l5-s1, inclusive of a posterolateral fusion, l2 to the sacrum, and inclusive of bilateral l2-3, l3-4,l5-s1 facet fusion with bmp-2/infuse, in addition to allograft cancellous supplementation or autogenous local decompressive bone. Per op notes, bmp-2/lnfuse, in addition to allograft cancellous supplementation bone, autogenous local decompressive bone was placed into the posterolateral gutter and the facet joint for fusion purposes. No patient complications were noted. (B)(6) 2010 the patient underwent x-rays of the lumbar spine. Findings: pedicle fixation screws from l2 to s1 anterior fixation plate and screws at l5-s1. Laminectomy defect at l3 and possibly l4. Interbody fusion device at the intervening levels between the pedicle screws. No acute fracture. Alignment is maintained. (B)(6) 2010 the patient was discharged home. On (B)(6) 2011 the patient underwent lumbar myelography due to chronic bilateral low back, buttock and leg pain, with lower extremity weakness. Conclusion: 1. Moderate central spinal canal stenosis is present at l1-2, with dorsal bulging of the disc. This constricts the thecal sac and flattens both l2 nerve roots proximally. 2. There is suspicion of incomplete osseous union anteriorly at l2-3, as gas was seen within the disc space. 3. Patient had a major vasovagal response to the procedure, from which he recovered completely without any intervention other than being tilted head-down. On (B)(6) 2011 the patient underwent post-myelography CT of lumbar spine due to history of previous multiple surgeries, including lumbar fusions, the patient also complained of back pain with lower extremity pain and weakness. Conclusion: multilevel degenerative and postsurgical changes are noted, with underlying changes of scheuermann's/juvenile discogenic disease and the following specific findings: 1. Incomplete osseous union anteriorly and posteriorly at the l2-3 level. 2. Moderate central spinal canal stenosis, with diffuse posterior annular bulging at l1-2. The thecal sac and both l2 nerve roots are compressed centrally at this site. 3. Suspicion of incomplete osseous union anteriorly at ls-51. Clearly, facets are not united at this level. 4. Suspected bone island in the right ilium. On (B)(6) 2011 the patient underwent MRI of the lumbosacral spine due to lumbar radiculopathy. Impressions: 1. At the l1-2 level there is a small lateral disc herniation present on the left. Disc material extends into the medial aspect of the left l1-2 neural foramen and impinges on the exiting left l1 nerve root. Clinical correlation is recommended. 2. There is a marked central stenosis at the l1-2 level secondary to degenerative disc disease (slight degenerative retrolisthesis of l 1 on l2 with associated mild circumferential disc bulging and marginal spurring) and also mild hypertrophy of the posterior elements. Clinical correlation is recommended. 3. Moderate central stenosis at the t11-12 level secondary to degenerative disc disease (mild circumferential disc bulging and marginal spurring). 4. Anterior fusion and posterior stabilization of the spine from the level of l2 down to the first sacral segment. The recently described marked central stenosis at the l1-2 level has significantly progressed and the small lateral disc herniation on the left at the l 1-2 level is not present on a previous CT myelogram of the lumbosacral spine dated (B)(6) 2011. On (B)(6) 2012 the patient underwent MRI of lumbar spine with and without contrast due to severe left radiculopathy and for the evaluation for stenosis. Impression: 1. Extensive interval postoperative changes anterior fusion l2-s 1, anterior plate and screw fixation l5-s1, l2-l5 laminectomies, and bilateral posterior rod and screw fixation l2-s1. Susceptibly artifact from patient's hardware degrades image quality and obscures clear visualization of the adjacent neural foramen. 2. New 3 mm retrolisthesis of l1 on l2. Disk uncovering/mild disk bulge with new superimposed superiorly directed disk extrusion on the left causes effacement of the ventral thecal sac. Severe spinal canal stenosis at the l1-l2 level has developed. 3. The disk extrusion on the left at the l1-l2 level effaces the left lateral recess causing posterior displacement of the traversing left l2 nerve root. The disk extrusion also extends into the proximal left l1-l2 neural foramen causing severe foraminal stenosis and possible impingement of the exiting left l1 nerve root. 4. Additional degenerative changes as detailed above. On (B)(6) 2012 the patient underwent x-rays of lumbar spine 5 views due to low back pain, which demonstrated fusion of l2 through the sacrum with posterior rod screw fixation and interbody spacers. Anterior plate and screw fixation l5 to s1. No instability on flexion and extension. Degenerative disk disease at the l1 interspace. Osteopenia. On (B)(6) 2012 the patient underwent MRI of lumbar spine due to low back pain, which demonstrated findings: artifact from extensive posterior lumbar instrumented fusion with interbody spacers, presumably extending from l2 through s1, markedly degrades image quality throughout this region. At presumed l1-l2 level just above the fusion, there was advanced degenerative changes and possible sub-acute degenerative disc disease eccentric to the left. However, discitis cannot be excluded, particularly since there are changes in the adjacent left psoas muscle. There was also a moderate subarticular disc extrusion at l1-2 (measuring roughly 9 x 9 x 13 mrn ap x tr x si) with superior extension of disc material along adjacent left dorsal aspect of l1 body with resultant effacement of left lateral recess. There was also moderate to severe canal stenosis at l1-l2 level secondary to slight retrolisthesis, degenerative disc disease, the described disc extrusion and posterior element hypertrophic change. The central canal below this level was widely patent. Dorsal disc-osteophyte complex at t11-t12 results in moderate canal narrowing, with mild effacement of the adjacent conus. Conus itself was unremarkable without abnormal signal and termination near thoracolumbar junction. Remainder unremarkable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent spinal surgery using rhbmp-2/acs. Reportedly, the patient developed osteolysis, cage migration, subsidence, chronic pain, and additional surgeries. On (B)(6) 2009 the patient underwent a transforaminal lumbar interbody fusion at l4-l5 and a right posterolateral fusion at l4-l5. Postoperatively, the patient developed back pain and leg pain. Reportedly, on (B)(6) 2010 the patient underwent an anterior lumbar interbody fusion as well as a posterolateral fusion at l2-l3, l3-l4. Reportedly, the patient's pain continued to get worse after his surgery. A CT myelogram demonstrated a non union with osteolysis of the l2 vertebral body. It was reported that, the patient has never recovered from his surgeries and he continues to have severe disabling pain.

Event description:
It was reported that the patient has required extensive medical treatment.